Event description:
It was reported that the micro sagittal saw ran without user activation during a routine equipment evaluation at the user facility, by a manufacturers' service technician. There was no patent involvement, and there were no user injuries or adverse consequences.